Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's healthcare provider reported via phone call of customer's issues with low blood glucose levels. The customer's blood glucose level was in the 30mg/dl to 40mg/dl range. The customer's most current level was 57mg/dl. The caller requested the customer's pump be replaced. The customer was advised the pump would be replaced and returned for analysis.